Event description:
It was reported the customer received a compromised force sensor system alarm during a manual prime. Customer's blood glucose was 198 mg/dl. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Pump received with protruded/loose drive support disk, minor scratched display window and cracked reservoir tube lip. Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk.